Event description:
It was reported that when using the bd pyxis¿ es server, some anomalies were observed in which patients were charted for medications in the or even though they were not surgical patients. Several patients have had multiple visitor ids and anesthesiologist have been pulling meds on them or patients showing up in the core or anesthesiologist pyxis even without any surgery scheduled. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that anomalies were observed with patients being displayed under duplicate visitor ids. A technical support specialist (tss) reviewed the reported issue where duplicate patient visit ids were appearing on station cabinets and determined through investigation that the behavior was caused by recurring outpatient encounters remaining active in the system without receiving discharge (a03) hl7 messages, resulting in multiple visit ids being displayed. The tss reviewed the interface configuration multiple times and confirmed that no adt message filtering or modification was configured within the bd system, indicating that the observed behavior was not caused by bd software but was related to upstream host/emr workflow and message handling. Further analysis of hl7 message samples identified differences in visit types (such as pre-reg and admit) and confirmed that the absence of discharge messages contributed to the persistence of duplicate patient records on the system. The tss discussed the findings with the customer and recommended potential workflow and configuration-based solutions, including filtering patient data at the host/emr level, implementing auto-discharge or alternate discharge settings, reviewing nurse unit-based filtering logic, and using the global patient finder as a work around to ensure selection of the correct visit ID. The customer acknowledged the recommendations, agreed to proceed with using the global patient finder as a work around, and confirmed that no further assistance was required. The system functioned as intended after the technical support specialist (tss) investigated the device.